Event description:
Caller reported air bubbles and gaps in the system. There was no reported impact to the customer¿s blood glucose level. No additional information was received regarding the outcome of the event.